Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a non-penumbra microcatheter. During the procedure, after advancing a pod coil approximately a few inches into the microcatheter, the physician noticed the pod coil became stuck and would not advance any further. Therefore, it was removed. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.